Event description:
Stem broke, 12 years post-op without any femoral fracture.

Manufacturer narrative:
Review of the x-rays both pre and post fracture indicates the stem was loose in the cement mantle. On the superior medial side of the stem there is an appearance of bone resorption which would have left the stem with reduced support medially, which can lead to fatigue failure. All around the cement mantle, particularly in the ap direction, there are indications of bone resorption around the cement mantle/bone interface and an uneven cement mantle around the stem. Inspection of the stem shows micro-polishing along the lateral edge, around the anterior lateral flange, in the superior medial region and superior posterior region under the flange. Micro-polishing of the stem is indicative of stem micromotion in the cement mantle under cyclic loading. Surgical notes concur noting that there was periprosthetic lucency and some loosening of the implant. Inspection of the fracture surface implies fracture by fatigue, however the fracture surface has been damaged as a result of retrieval and transportation and as a consequence the point of fracture initiation and marks of fracture progression cannot clearly be identified to confirm this as the failure mode. It is not known what the patient was doing when the device failed and whether this contributed to the failure of this device. (B)(4) complaints database searched on product lot wgl-36 identified no previous complaints. Root cause: undetermined, insufficient information. Failure may have occurred as a result of the implant, patient factors, surgical technique or surgical procedure. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.